Event description:
It was reported that during a laparoscopic gastrectomy, the deployed clip of the device was twisted. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the clip ribbon shape or the legs crossed? ---the information was not provided from the hospital. Was a cholangiogram performed during the procedure? The information was not provided from the hospital. Which firing of the device did this event occur on? The information was not provided from the hospital. What vessel or structure was the device fired on at the time of the event? Blood vessel. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, the device fired out of the patient.